Manufacturer narrative:
Manufacturer's investigation conclusion: the reported no external power and low voltage advisory alarms were confirmed via the submitted log file. The mobile power unit (mpu) was not returned for analysis; however, a log file (a1131507) was submitted for review and showed events spanning approximately 13 days (B)(6) 2020 ¿ (B)(6) 2021 per timestamp). No external power alarms and low voltage advisory alarms were active on (B)(6) 2021 from 02:01:08 ¿ 02:01:14. These alarms occurred while connected to the mpu and appear to be caused by a loss of a/c power. The no external power alarms activated due the voltage across both cables simultaneously decreasing to ~0.0v in approximately 5 seconds. The backup battery provided power to the system during these events. The alarms cleared shortly after activating and pump operation was not affected. There were no other notable alarms active. Multiple good faith efforts were sent regarding product return, the serial number of the mobile power unit (mpu), if the mpu has a v-lock connector on the a/c power cord, if the power cord came loose at the outlet or back of the unit, and if there were any environmental circumstances that would have affected a/c power at the time of the event. To date, no response has been received. A root cause for the reported event could not be conclusively determined through this analysis; however, the alarms appear to be due to a loss of a/c power. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage advisory and no external power alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was requested, but not provided.

Event description:
It was reported that the patient had low voltage/no external power events on (B)(6) 2021. It was suspected that the patient fell asleep on batteries. Technical services reviewed the log file, which captured a low voltage hazard/no external power event on 02jan2021 while the patient was on the mobile power unit (mpu). It appeared that the mpu lost power, which enabled the backup battery in the controller until power was restored to the controller.